Event description:
It was reported the patient had a severe (B)(6) infection the year prior to report and their infectious disease doctors wanted all devices removed to treat the sepsis but their implant doctors refused. It was noted the patient also had a gastrointestinal bleed, an abdominal hernia which was still not corrected, clostridium difficile, and the patient went into bowel obstruction which required surgery. Reportedly, the patient kept suffering constant reoccurring bowel obstructions and infections.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).